Event description:
The dental implant fx4512swc was removed on (B)(6) 2020 due to failure to osseointegrate 19 days after implantation. The patient has history of diabetes. The patient required bone augmentation for the operation. The doctor noted bone resorption during explantation. The patient required another surgical intervention to recover.